Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the device causes attachment to continue to run on their own. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device causing an attachment to run on its own was duplicated. Based on the investigation details, the likely cause was a high speed coupler broken on the geartrain, which was replaced along with other components.